Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege physical injury, pain, disfigurement and elevated metal ion levels. Update rec'd 5/27/15- litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update 5 jun 2015: there was a revision discrepancy between this complaint and another and has been resolved. Updated missing mw field information. Update: 10/20/15 litigation received. Litigation alleges patient suffers from elevated metal ions. A dor has been provided. A sleeve and stem are being added to address allegations of elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.